Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported as a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by slight fever and abdominal pain. The break in aseptic technique was further described as touch contamination. On the same day, the patient was hospitalized for the event. The patient began treatment with vancomycin (twice daily, intraperitoneally (ip), dose not reported) for peritonitis. Two days later, the treatment with vancomycin was discontinued and patient was discharged from the hospital. On an unreported date, the patient was retrained in aseptic technique. Three days after discharge from the hospital, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.